Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported on 11-apr-2026 that the patient noticed nodule at his stomach where cannula inserted and treated with oral antibiotics. Two days later it became bright red and burning hot. Patient reported another bruise, blue/black and reddish in another zone